Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system was very sluggish with the biometric identifier despite rebooting. A technical support specialist dialed in to the station, logged in as care fusion admin, referred to the knowledge article (station shows slow network communications ¿ win10 devices), changed the speed and duplex value to 100 mbps half-duplex and rebooted the to resolve. An attempt to log in to the station was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the system was very sluggish with the biometric identifier rebooting. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.